Event description:
Additional information was received from a company representative. The pump will be replaced on (B)(6) 2016 due to elective replacement indicator (eri).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The product serial number was provided.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient in (B)(6) who was receiving baclofen (unknown concentration and dose) via an implantable pump. The date of the event was (B)(6) 2015. It was reported that on the (B)(6) 2015 a refill was done on the pump. The next day, (B)(6) 2015, the mother observed some short term memory loss. This increased the following two weeks. The mother brought her child to the emergency room for a checkup. Nothing came out. In the beginning of (B)(6) the patient collapsed and was brought to intense care where the patient stayed five weeks and was released on the (B)(6) 2015. During the patient¿s stay the drug in the pump was removed and replaced. What led to the event was the refill where currently the pump (hardware), programming (software) or baclofen (drug) are potentially the source of the event. It was potentially an over infusion of baclofen which led to the intense care hospitalization of the patient. A refill was planned for (B)(6) 2016 where it was planned to get all the medical and telemetric information. A pump explant was planned for approximately (B)(6) 2016. The issue was not resolved. Patient status was alive; no injury. 2016-02-26, 2/29 (for,rep): additional information was received from a company representative. The pump delivered intrathecal lioresal 2000mcg/ml (dose and lot not provided). The patient was taking other medications at the time of the event; however, the specific medications were not provided. Indication for use was amyotrophic lateral sclerosis. The reason for the initial surgical intervention was spasticity and pain. In regards to actions taken, the dose was lowered. As of (B)(6) 2016 the patient was receiving effective therapy. The pump was to be changed soon and would be returned. Additional information was requested regarding serial numbers and whether the pump was replaced or not. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
The pump was returned and as received the pump had fluid in reservoir and left running in simple continuous infusion mode. The dose was noted as 400.3 mcg/day. The pump logs were gathered with multiple motor stalls and recoveries noted on (B)(6) 2015 and again on (B)(6) 2015. Per event information the patient was in intensive care at the beginning of (B)(6) and was released in (B)(6) 2015. The infusion history showed at the refill date in question ((B)(6) 2015) that there was no infusion rate increase. The pump passed dispense accuracy testing. Further destructive analysis performed found no anomalies. Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.